Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. The photo analysis was completed on 07-aug-2023. It was reported by the biosense webster inc. (Bwi) representative that at the end of the procedure, while the physician was removing the catheters from the vizigo¿ sheath, it was noticed that a long string of what appeared to be a white nylon string material of some sort, about one foot long, was inside the vizigo¿ sheath. The material was loose and was removed from the sheath. The physician pulled the string out and would like to send that in together with the sheath for analysis. The string appeared to have been there the whole time during the procedure. No patient consequence was observed at this time. According to the picture provided by the customer, a foreign material, which looks like a kind of string, was observed. The vizigo¿ sheath was not observed on the photos provided; however, the foreign material is consistent with the foreign material reported by the customer. Since the device was not returned and the batch number and part number of the complaint device were not provided, a failure investigation could not be completed. As well, a device history record could not be performed since the lot number was not provided. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 14-jun-2023. Clarification was received and it was reported that it is unknown if the string was present when the vizigo was first inserted or only after the catheters were inserted into the vizigo. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a foreign material on usable length of catheter issue occurred. It was reported by the biosense webster inc. (Bwi) representative that at the end of the procedure, while the physician was removing the catheters from the vizigo¿ sheath, it was noticed that a long string of what appeared to be a white nylon string material of some sort, about one foot long, was inside the vizigo¿ sheath. The material was loose and was removed from the sheath. The physician pulled the string out and would like to send that in together with the sheath for analysis. The string appeared to have been there the whole time during the procedure. No patient consequence was observed at this time. Additional information was received and it was reported that the needle was put through dilator and into sheath. Catheters advanced through sheath as normal. The physician did not report feelings of resistance or hemostatic valve break. There was no damage observed in the tip section of the catheters used (electrodes lifted, sharp, etc). The foreign material on usable length of catheter issue is MDR reportable.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).